Manufacturer narrative:
The device was not returned to the MFR for eval; however, the investigation and clinical f/u are still in process.

Event description:
It was reported that the customer had found that the package seal on the pulsavac plus was broken when arriving to the customer. There was no report of injury or medical intervention associated with the incident.